Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 02/06/2017. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retain test results met the acceptance criteria found in q04.01.003 rev. Z, appendix 1- product complaint level 2 and level 3 investigation procedure. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeat on the I-stat. Two different samples were tested on the I-stat and laboratory method. Based on the I-stat 58 result and the result from another manufacturer being 27 and the limited information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant ionized calcium (ica), glucose (glu), hematocrit (hct), and hemoglobin (hgb) result on a (B)(6) year old male patient. There were no injuries associated with this event.. There was no additional patient information available at the time of this report. Return product was not available for investigation. Method: date: collection: test time: ica (mmol/l): glu(mmol/l): hct: hb(g/l): comment : I-stat, (B)(6) 2016, 09:09, unk, 1.29, 12.2, 0.58, 197, lab, (B)(6) 2016, 08:45, unk, 2.51, 10.4, 0.27, 97, lab, (B)(6) 2016, 09:00, unk, - , - , 0.27, 92, repeat cbc result tested at the lab. Lab 12/06/16 09:00 unk - - 0.26 89 repeat fbc result tested at the lab. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).